Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support communicated to the customer that was not a common setup and informed that there could be something wrong with the video splitter device. Olympus technical assistance support advised running direct video signal to each monitor from the video system center to rule out the monitors and test running a direct video signal to the monitor. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited video signal flickered on the monitor. The issue occurred during inspection for use. There were no reports of patient involvement.